Manufacturer narrative:
As reported, during a laparoscopic left inguinal procedure using a sorbafix enhanced fixation device, device fasteners did not penetrate the tissue properly and failed to fixate the prosthesis. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the sorbafix enhanced (device 1). An additional emdr was submitted to represent the sorbafix enhanced (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic left inguinal procedure using a sorbafix enhanced fixation device, device fasteners did not penetrate the tissue properly and failed to fixate the prosthesis.